Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. B3: date of event: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: following a left heart cath and while the patient was in the procedural suite, the tr band lost air. The event occurred five minutes after the device was placed. After placing the band on the patient, the tech could visually see the balloon deflate and heard a hissing sound coming from the air inflation port/valve, then pulsatile bleeding started to occur. The tech stated the tr band appeared to look normal. He attempted to inject more air to stop the bleeding; however, the balloon would not hold and the hissing continued. Another teammate held manual pressure proximal to the access site so he could remove the band and place a new tr band. At this point, hemostasis was achieved and no further issues were reported by the recovery team. The patient was stable and discharged normally. The blood loss was less than 250cc. They store their bands adequately - in original packaging, in temperature controlled procedural suite in a tray on a shelf.